Event description:
It was reported that the probe was removed from the box. The probe was not a smooth black, the loop looked chewed up and cauterized as if it was either burned or used .

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was removed from the box. The probe was not a smooth black, the loop looked chewed up and cauterized as if it was either burned or used .

Manufacturer narrative:
The reported insulation damage condition could not be confirmed since the unit was not returned for evaluation. According to the information provided, the unit was discarded. However, a picture of the reported unit was provided by the customer. Even though, the provided picture is a little blurry, it can be clearly appreciated that the part number presented by the nurse is a serfas energy 90s, p/n 279-351-100 and the one reported is a serfas energy 90s max, p/n 279-401-100. A severely damaged insulation condition, similar to that observed on previous cases in which the insulation has been torn by scrapping the wand against another pointy object, can be observed on the probe showing in the picture. The probable root causes for the reported condition can be associated to misuse. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.